Event description:
It was reported that an occlusion alarm occurred. Customer's blood glucose was 525 mg/dl. A correction bolus was delivered to address bg. Customer changed pump supplies to address the issue.